Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 532 mg/dl. The customer stated she hadn't been playing in the garden as much as usual and had been under stress. The customer felt tired and light headed. The customer treated with the insulin pump. The drive support cap appeared normal. The customer found small air bubbles and was assisted in priming them out. The insulin did exit with the manual prime and no leaks were observed. The customer declined to check the insulin pump settings. The blood glucose was checked again and the reading was 561 mg/dl. The customer reported a large air bubble in the tubing. The customer was assisted in treated with the insulin pump.